Event description:
It was reported that the live image on the monitor of the 9800 system will darken intermittently. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure regreased the high voltage cable and calibrated the generator. The system was tested and found to be working as intended, and placed back into service.